Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Unfortunately, I was recently made aware of another pump infusion blood set that was leaking. The issue is the tubing below one of the bag spikes had a leak. Information regarding the defective pump infusion blood set is as follows:

Manufacturer narrative:
It was reported that there was a leak. One sample model 2477-0007, lot 24025016 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and no leaks were observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2477-0007 lot number 24025016 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 01feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.